Event description:
I have been having so many problems with the essure. My doctor refuses to see me because they think I'm making everything up. My hair has been falling out more and more. I've gained a load of weight and now I got diagnosed with high blood pressure and diabetes. Ever since I got this dangerous garbage put in my tubes my boyfriend notice I've been seizing more. I'm even on mess. So it has to be the essure doing it, because all my test I got for the seizing came back normal. I can go on and on and on. Remove this product off the shelfs. I wasn't warned and I don't want to see another female go thru this.